Event description:
It was reported when using the pyxis medstation es system was not communicating and went offline. The customer reported that the user was able to dispense medications to the patient during the malfunction using alternative devices or the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction happened because six devices in the critical care unit were not communicating. A field service engineer verified with the customer that they had already rebooted the station and thoroughly checked all the cables at the back. However, the problem continues to exist, and it has been confirmed that there was an information technology issue. The system functioned as intended after customer resolved the issue.